Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the circumflex (cx) artery. Upon deploying a 2.75x20mm promus premier¿ drug-eluting stent to the lesion, it somehow entrapped the buddy wire against the vessel and when the physician pulled the wire out, it somehow grabbed the stent, removing the implanted stent in the process. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was great.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was not returned for analysis therefore an individual assessment of the sds could not be performed. A visual examination of the stent found that the stent had detached from the delivery system and the entire length was severely stretched and damaged. The stent was returned entangled on the distal end of 0.014" guidewire. The stent got pulled out of its deployed position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the circumflex (cx) artery. Upon deploying a 2.75x20mm promus premier¿ drug-eluting stent to the lesion, it somehow entrapped the buddy wire against the vessel and when the physician pulled the wire out, it somehow grabbed the stent, removing the implanted stent in the process. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was great.